Manufacturer narrative:
An event of perivalvular leak after a valve in valve procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Field noted that there was severe calcium present with extension of calcification to interventricular septum, below the annulus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be determined however, the severe calcification noted that could have contributed to the reported event.

Manufacturer narrative:
Related manufacturer report number: 2135147-2023-02609. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Related manufacturer report number: 2135147-2023-02609. It was reported that on (B)(6) 2023, a 29mm portico valve (B)(6) was chosen for implant during a transcatheter aortic valve implantation using flexnav delivery system. The native valve perimeter was measured as 81.7mm. A pre-dilatation balloon valvuloplasty was performed with a 22mm non-compliant balloon. There was severe calcium present with extension of calcification to interventricular septum, below the annulus. The starting implant depth of the valve was 4mm. For the final implant depth at release, the valve height was 2mm into the left ventricular outflow tract (lvot). There was no tension in the delivery system at the time of final deployment. The patient did not have a horizontal aorta. After full release of the valve, the valve dislodged from the aortic annulus into the sinus towards the ascending aorta. During the valve migration, the pigtail was at the non-coronary cusp, and the delivery system was in the ascending aorta, and there were no sudden changes in hemodynamics at the time of migration. The migrated valve did not block a coronary artery or arteries, and the valve was not snared or repositioned. Another 29mm portico valve (B)(6) was implanted immediately within the first via valve-in-valve procedure. After the replacement valve was implanted, a perivalvular leak was noted. A post-dilatation balloon valvuloplasty was performed, and the perivalvular leak resolved. The patient remained stable throughout the procedure. The patient status was reported as stable.